Manufacturer narrative:
Bayer product analysis received and examined one returned low pressure connector tubing (lpct) assembly from stellant CT disposable kit sss-ctp-spk, lot number unknown. Visual examination confirmed the presence of two particles within the tubing assembly. Further examination identified the particles to be degraded resin from the tubing extrusion process. The first particle measured approximately 2.34 mm in length and 0.96 mm in width and the second particle measured 2.12 mm in length and 0.63 mm in width. Our investigation determined that the particles noted in the tubing assembly were introduced during the manufacturing process and were not detected upon receipt of the product from the supplier. The syringe kit instructions for use instructs the user to "visually inspect contents and package before each use". This visual inspection is to ensure particulates are noticed and mitigated, which is what occurred in this reported instance.

Manufacturer narrative:
Based on the limited information, we are unable to determine the root cause of the unknown particle at this time; however, the product is scheduled to return to bayer for a full evaluation. Once the evaluation is completed, a follow-up report will be submitted.

Event description:
The customer reported the following: after opening the stellant CT disposable kit and upon inspection, they saw a foreign body within the low pressure connector tubing (lpct). The customer elected not to use the tubing. No injury or adverse event was reported.